Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The manufacturer's field service engineer (fse) responded and found that vent is alarming primary alarm failed. The device was cleaned and is working normally with no alarms. There were no parts replaced. The determination could not be made that the device failed to meet specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the primary alarm test failed. There was no patient involvement.